Event description:
A pharmacist called on behalf of the caller and alleged that she received a control test result of 170 mg/dl. A normal control range could not be provided, but should be around 90-125 mg/dl. No adverse events were alleged. The customer did not have the test strips with her at the pharmacy, so it was not possible to troubleshoot or obtain product information. Customer service attempted to contact the customer after the initial call, but they were unable to reach her. No product will be returned.